Manufacturer narrative:
Physician plans to explant lens on (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zlb00 intraocular lens (iol) resulted in a 1.5 diopter hyperoptic outcome. The physician plans to explant the lens and replace it with a monofocal lens.

Manufacturer narrative:
Additional information: through follow-up the the following information was received: age/date of birth: (B)(6) 1942. Gender/sex: female. Explant date: if explanted, give date: (B)(6) 2016. There was no incision enlargement, vitrectomy, or sutures required. There was no patient post-op injury. The affected eye was the right eye. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/12/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and visual inspection with the unaided eye shows the product is damaged and incomplete, most probably to make explant possible. The lens is inspected by a qualified inspector using a 12x magnification, it can be seen that the optic is partly cut and part of the haptic is missing. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product deficiency. All pertinent information available to the manufacturer has been submitted.